Manufacturer narrative:
This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental (B)(4) report will be submitted to the FDA. Manufacturers reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There sheath was leaking. While setting up for the case, the medical team experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath and when flushing the vizigo¿ sheath was leaking from the side port. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. No patient consequences were reported. Sheath did not flush properly. Flush was coming out of the back part of the sheath/not out of distal end. No patient harm. The original intended procedure was an ep study/ a fib ablation. Device failed; e.g. Broke, couldn't get it to work or stopped working. Other information about the patient that may have influenced the outcome of the event: hyperlipidemia and CABG > 25 + years ago. Preexisting characteristics that may have contributed to the event include coronary heart disease. Resistance with sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 3-nov-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 13-feb-2023, bwi received additional information regarding the event. A baylis nrg transseptal needle 98cm was eventually used with the replacement vizigo, but not with the faulty one. There was no resistance when inserting the needle through the replacement vizigo. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There sheath was leaking. While setting up for the case, the medical team experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath and when flushing the vizigo¿ sheath was leaking from the side port. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: visual analysis revealed several bents on the dilator tip. No issues were observed in the device. The root cause of the dilator bent could be related to the handling since in the process there are control inspection points to avoid these issues. The dilator and a good known lab sample smart touch sf catheter were introduced through the sheath, and obstruction was detected. The dilator outer diameter was measured, and dimensions were found within specifications. The device was connected to a syringe with water in order to verify if the hemostatic valve leaked. There was water leakage detected in the hemostatic valve. Microscopic examination of the hemostatic valve surface showed stress marks, physical damage observed suggests that excessive force or manipulation was applied; however, this could not be conclusively determined. A borescope examination was performed in order to make a deep analysis of the obstruction, it was observed a white material occluding the sheath from both sides of the device, then it was measured the position of the obstruction and was dissected at this part of the shaft; the dissection revealed that the coating material was detached inside the sheath, causing a complete occlusion. However, the root cause of the coating material detached could be related to a wrong dilator insertion, since in the process there are control inspection points to avoid these issues. Due to the observed condition, it was required a supplier investigation. The supplier investigation concludes in the device complaint is not attributable or related to the manufacturing process due to current process controls and layered checks. The potential cause could be related to the improper use of the device and/ or modification of the use of an ancillary device. The issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Device history record evaluation was performed for the finished device number 00002038 and no internal actions related to the complaint were found during the review. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).